Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the failure to heal is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the screw. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that a sign step screw implanted to repair a fracture had to be removed due to screw displacement and failure to heal. Surgeon comments: "this patient had operate about 1 year by sign-nail. Now in out follow up, we see the nonunion and screw displacement. So we decide to remove the proximal screw, take out the wire and judet decortication of the fracture."